Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the lad. The device could not pass the lesion. During attempt of withdrawal the stent stripped of the balloon and was adapted to the vessel wall with another pk papyrus stent.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has not been inflated but is slightly unfolded. A small amount of dried contrast medium residue was observed in the inflation lumen, indicating application of vacuum which may have contributed to the complaint event. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was implanted and thus not returned for analysis. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined number of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the intervention. It should be noted that the IFU advises the user to remove air from the delivery system after stent positioning.